Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation.

Event description:
The customer reported that a scope communication error (b30) was displayed during setup involving an olympus colonovideoscope. There was no patient involvement reported.